Event description:
Customer reported a past high blood glucose event, the blood glucose level was simply displayed as "high," and specific values were not provided. Customer was able to manage the situation independently using correction injection via multiple daily injections, with normal assistance from a third party without incapacitation. No further details were received regarding additional actions or impacts.